Event description:
During a low anterior resection procedure, the instrument was assembled and then fired. The surgeon was able to close the instrumemt all the way to the end. Although it fired, the surgeon did not feel the crunch. The instrument was very hard to fire. The staples formed, but the anastomosis was not complete. The pt is fine, no leaks noted, pt had good margins. They had to redo the anastomosis with 2 new instruments. Surgery was extended 45 minutes.